Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The patient had a bilateral si joint arthrodesis in (B)(6) 2016 where three implants were placed on the right side. The patient complained of right side lower extremity pain at the first follow-up visit. The surgeon decided to remove the most superior implant. The surgeon did not specify the reason for removing the implant other than he believed it to be causing the pain. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the superior implant. The status of the patient following the revision surgery is not yet known.